Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that the super turbovac 90 icw displayed an e6 error during an unknown procedure. The device was changed to a brand-new wand, but the error did not resolve. The procedure was successfully completed using a smith and nephew shaver blade. No patient injuries and complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.